Event description:
At a programming session on (B)(6)2023, some affected channels were seen. The family reported that the recipient did not hear with the device for the last 10 days. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
At a programming session on (B)(6) 2023, some affected channels were seen. The family reported that the recipient did not hear with the device for the last 10 days. Re-implantation is considered but has not been scheduled yet. An x ray has yet to be taken.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a programming session on (B)(6) 2023, some affected channels were seen. The family reported that the recipient did not hear with the device for the last 10 days. Re-implantation is considered but has not been scheduled yet. An x ray has yet to be taken.